Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Review of provided patient x-rays confirms the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, elevation ion levels, large fluid collection and pseudotumor. Update rec¿d 1/09/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: 01/28/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address failed metal-on-metal bearing, secondary to wear. Intraoperative findings stated that there was a metal-tinged synovial sac present extending from the joint posteriorly and encompassing the entire lining of the joint. Fluid present was dark-tinged fluid consistent with a metallosis and there was trunnionosis present with some black chalky debris at the trunnion. Clinical notes reported of decreasing mobility.